Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the nurse at the physician's office that they could not interrogate the pt's device. Troubleshooting steps were taken but it did not resolve the issue. Company representative went to the site to further troubleshoot the issue and noted that the problem was with the programming wand. New wand was shipped to the site and the old wand is on its way to the MFR for analysis.